Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.